Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep observed that the iabp generated a "power-up test failure code #4" (drive transducer atmosphere calibration offset out of range) alarm. The company rep replaced the front end pcb (part number 0670-00-0770e) twice and each time with the result of the iabp failing to power up. The iabp was returned to the mfg facility for further investigation. The evaluation performed could not duplicate event. It was functional tested and calibrated per cardiosave service manual. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported (a transport company) they went to pick up a pt at the hosp and the try to power up their iabp, and the unit generated a "power-up test failure code #4" (drive transducer calibration offset out of range) alarm and failed ot obtain a pressure signal. The pt was already on the hospital's iabp, so the transport company used their back up iabp unit for the transportation. The iabp unit with the issue was never connected to the pt. No pt injury was reported.